Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-06. H.6. Investigation summary. Two unused samples were provided to our quality team for investigation. The product was visually inspected, no damaged was identified on the protector or protector membrane. A device history review was performed for lot 1910108, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Functional testing was performed on the sample, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ protector p14 leaked during use. The following information was provided by the initial reporter: when using p14 protector during the keytruda preparation leakage observed. The leak occurred at the vial attachment site with the protector.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd phaseal¿ protector p14 leaked during use. The following information was provided by the initial reporter: when using p14 protector during the keytruda preparation leakage observed. The leak occurred at the vial attachment site with the protector.